Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced cannula mount to correct the multiple 22008 errors on the patient side manipulator 1 (psm). The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. A log review confirmed the procedure date of (B)(6) 2022 on system sk2345. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the field service engineer replaced part ID: 371053-06-cannula mount to correct the multiple 22008 errors on the patient side manipulator 1 (psm). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the that they were having issues with arm 1. The customer declined troubleshooting during the procedure. Tse reviewed logs and found several 22008 errors on patient side manipulator 1 (psm1). The doctor called back during the case to report that they're still having issue with arm 1 cannula mount staying locked in. Also having incompatible instrument recognition on arm 1. Tse had the customer power cycle the system and after the power cycle the system but they still had cannula recognition issues. The procedure was continuing as planned with no reported injury. Follow up attempts to obtain additional information have been performed. However, no further details have been received as of the date of this report.